Event description:
A customer reported a malfunction with their insulin pump, specifically displaying the malf 24 code, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.